Event description:
The reporter stated that the surgeon attempted to insert a cc4204bf collamer plate lens but the lens became stuck in the cartridge. There was no patient contact or injury. This lens is one of two lenses the surgeon used on this patient.